Event description:
A patient had minimal invasive surgery for rotator cuff repair using two mitek cufftack anchor's. 10-12 weeks post-op the patient complained of pain. The MRI image showed that the cufftack's were not in place. Another operation for removing the cufftack and re-fixation is planned. No further inforamtion was available.